Event description:
Went to administer a flu vaccine to a pt. Upon taking off the needle cap, I noticed the needle was bent, plastic part was distorted and non-functionable. Entire flushot/needle was removed from the room and a new needle/flu vaccine was put together then administered to the pt. The deformed needle was shown to my supv then discarded in the sharp container. The pt was not affected during this. FDA safety report ID# (B)(4).